Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the implantable neurostimulator (ins) was recently replaced, and on the day of the report the hcp was trying to get it reprogrammed. Impedances ran at c2 264 ohms, c3 >20,000, and 23>20,000. They tried to program the patient on c2, but they complained of shocking. The hcp wanted to know if there was a work-around. It was reviewed that if the patient was getting shocking, the leads should be evaluated. They would send the patient back to the surgeon. The ins indications for use were gastric stimulation/gastrointestinal/pelvic floor. No further complications were reported/anticipated.